Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).